Manufacturer narrative:
H2, h3, h6: software analysis was performed, and no failures were found. Codes b01, c19, and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi-500-01145, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the 2d longfilms weren¿t matching up and in the latest study. It appeared as if the software was actually fading out some of the screws. The most pressing feature was that the software wasn¿t properly aligning the scans with the anatomy. From the doctor's perspective, it seems like the software offsets the 1st and 2nd portions of the 3 films. It was not believed that respirations were the issue as they hold respirations during the longfilm. There was no delay to the procedure and no impact to the patient. It was noted that this happened previously and the field service engineer (fse) checked out the system with that complaint and has worked with the staff to address the issue but could not replicate it with saw bones. It was reported that the surgeon had not used any manual stitching. It had all been automatic. It was reported that the issue could not be resolved through troubleshooting. It was noted that the representative was working towards identifying the problem and providing a solution.